Event description:
Healthcare professional confirmed capsular contracture, baker grade IV. The device has been explanted and replaced.

Event description:
Patient reported right side pain, capsular contracture, baker grade IV, and implant removal from textured to smooth due to the concerns of the product. Healthcare professional confirmed capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. One opening assessed as surgical damage. Broken on plug strap assessed as unidentified (tear) opening. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side pain, capsular contracture, baker grade IV, and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.